Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, display window and with minor scratched lcd window.

Event description:
The customer reported via phone call that she has been having high 497 mg/dl and low 30 mg/dl blood glucose. The customer states reoccurring no delivery alarms prior to the complaint. The customer mentioned that she changed the infusion set and tried a different vile of insulin, but the alarms continued. The customer treated for the high blood glucose level with a manual injection and glucose liquid powder for the low blood glucose. Then went on to state the issue occurs during basal and bolus delivery. Troubleshooting was declined by the customer, but the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.